Event description:
It was reported that the patient's left hip was revised. As reported by rep: "cause for revision is trunnionosis and the 40 mm lfit head breaking off the trunnion of the accolade tmzf stem." Update: "head disassociation".

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review . Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: stryker pi report event date on (B)(6) 2020 undated/unlabeled: x-ray of hip with head dissociated from stem. Implants: accolade tmzf stem, 40mm lfit head. Confirmation:the head dissociated from the stem can be confirmed. Trunnionosis cannot be confirmed. Root cause: the root cause cannot be confirmed without additional information. The head is no longer associated with the stem on x-ray. Obtaining medical records, additional x-rays, intraoperative findings and report and/or the explants may provide necessary information to make an assertion as to the root cause for the finding. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: an event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review but the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "cause for revision is trunnionosis and the 40 mm lfit head breaking off the trunnion of the accolade tmzf stem."

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown stem was reported. The event was confirmed by medical review . Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: documents reviewed:10/20/2020: stryker pi report event date (B)(6) 2020 undated/unlabeled: xray of hip with head dissociated from stem. Implants: accolade tmzf stem, 40mm lfit head. Confirmation: the head dissociated from the stem can be confirmed. Trunnionosis cannot be confirmed. Root cause: the root cause cannot be confirmed without additional information. The head is no longer associated with the stem on x-ray. Obtaining the lot numbers of the implants may provide information as to the root cause. Obtaining medical records, additional x-rays, intraoperative findings and report and/or the explants may provide necessary information to make an assertion as to the root cause for the finding. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "cause for revision is trunnionosis and the 40 mm lfit head breaking off the trunnion of the accolade tmzf stem."